Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture, granuloma, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two 275cc mentor memorygel breast implant prostheses and experienced bilateral grade ii capsular contracture, and right-sided rupture, local reaction, and granuloma postoperatively. The patient experienced itching/burning-like pain in her right breast, and the patient believed that the ruptured right implant irritated her breast tissue. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2021. This report is for the right-sided prothesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s age and explantation date. The patient¿s age at the time of event was 44. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2021, the suspected medical device was returned for evaluation. On 19-apr-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules, or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens, or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).